Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 12 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the intermittent image could not be determined at this time as the event was unable to be replicated. Olympus will continue to monitor field performance for this device.

Event description:
The service center was informed by the biomedical equipment technician at the user facility that the high definition camera head is reportedly, "having an intermittent issue where the camera head is not working. Sometimes the image is clear and fine and other times the camera head is not working" during maintenance. No patient involvement or harm was reported to olympus. The camera head will be returned for service.

Manufacturer narrative:
The suspect device was returned to the service center for evaluation. The customer's reported issue could not be confirmed as the image was normal with no indication of intermittent issue. The inspection did find that the video connector was cracked. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.